Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo wire; sheath: 6f, 11f, 18f; heparin. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was successful in the left common femoral artery using the preclose technique with a prostar xl device using a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after saving the sutures, the guide wire would not advance through the guidewire exit port of the prostar xl device. Using the other end of the same guide wire, the guide wire was inserted through the device into the vessel. After the aaa procedure, hemostasis was achieved using the pre-placed sutures of the prostar xl device. There was no reported adverse patient effect. It was reported that the physician is in-training in the use of the prostar xl device. No additional information was provided.